Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely source for the overheating was the spindle housing not having the bearings properly seated into the assembly due to a poor fit. Service replaced the driveshaft and bearings in the handpiece along with other components as part of preventive maintenance.